Event description:
It was reported that during a procedure for kidney stones, tech tried to uncoil the fiber, and the fiber broke and scrub tech burned finger. The fiber was not fully uncoiled prior to using the console. The burn was treated with ice and cold wrap. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber - break and burn are defined in the risk documentation. The most probable causes for moses fiber breaks is still being investigated and the most probable cause is cause linked to device but unable to trace more specifically.

Event description:
It was reported that during a procedure for kidney stones, tech tried to uncoil the fiber, and the fiber broke and scrub tech burned finger. The fiber was not fully uncoiled prior to using the console. The burn was treated with ice and cold wrap. The procedure was completed with another fiber without patient complications.